Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. The returned product was tested on (B)(4) 2013 and results were used to conduct an investigation. Based on the investigation finding, malfunction of the product was due to clamping of the catheter shaft occurs during the catheterization process where the inflation lumen was found to have totally collapsed thus, restrict/prevents the deflation process. This complaint will be closed; however, it will be part of convatec's CAPA system, and future complaints will be monitored for trends in accordance with convatec's inc procedures.

Event description:
Info received via complaint indicates as follows: "users are experiencing difficulty inflating the balloon because of blockage at the y-junction on the funnel. Resistance is met when attempting to inflate the balloon and bulging can be seen at the y-junction".